Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, nasal discharge, sore nose, fatigue shortness of breath and lightheaded while using the device. Medical intervention was not specified. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. During the evaluation, there were no foam particles observed and zero error codes. The device passed the final eval test. No other information has been received however if additional information is received a supplemental/follow up will be sent.